Event description:
As reported, during a procedure, the sorbafix fixation device was used to fixate the mesh. As reported, the surgeon placed some of the tacks around the perimeter of the mesh and when started to tack the mesh in the inner part, one of the tacks grabbed the mesh and dislodged 4 -5 tacks on the outer edge, hence surgeon had to refire the device to secure the mesh. It is also reported that the surgeon had to suture the mesh to complete the case which led to the patient to extend the stay after the procedure. The surgeon is a new user of the device. There was no patient harm or injury.

Manufacturer narrative:
As reported, sorbafix enhanced fasteners failed to fixate the mesh. The photos provided shows a loose fastener in a bag and fasteners in vivo that have been fixated proud/loose. The photos provided do not assist in determining root cause. The most probable cause may be an event occurring during user/device interface as the user is new to the fixation device. However, based on the information available and without having the sample to evaluate, no conclusions can be made no lot number was provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.